Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿silicone leaking¿.

Event description:
Patient's representative reports rupture and silicone leakage. This relates to the right side. Device status is unknown.